Manufacturer narrative:
B3 and g4: 510k are unknown. Device analysis: one device was returned for analysis. Visual inspection showed a bubbled dso seal. The tamper seal was not broken. There was no evidence to review in the device's event history log. A functional test was performed and the reported issue was duplicated. It was determined that the cause was due to the pwa board. As a result, the pwa board was replaced. A service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump exhibited an error upon startup. It is unknown if there was patient involvement, no adverse patient effects were reported.